Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error and no delivery; multiple motor error alarms have occurred despite the customer resetting the device. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The customer works in a hospital and has carried out mris while wearing the insulin pump. The customer mentioned that the insulin pump also alarmed motor position encoder error. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to the motor error alarm. Unable to confirm the motor position encoder error alarm in the alarm history due to the history file being overwritten. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.